Manufacturer narrative:
(B)(4). Associated mdrs: 3014909464-2025-00026 and 3014909464-2025-00025. Additional information received on july 20, 2025, indicated that "the surgeon said that the cut was superficial and did not require suturing/surgery. 2ml of deflux was used in this patient, and it seemed sufficient during the procedure. The procedure was completed without awakening the patient." Complaint evaluation testing was performed from the two samples returned. Two used syringes in return. Number of units and lot is in accordance with the report. Both syringes have a broken/missing flange. No other damages are visible. Most likely the flange broke off during use. There are no deviations or remarks identified in the review of batch records on the reported lot that can explain the complaint. No quality issues found connected to the raw material (glass syringe) which can explain the complaint. The most probable root cause: not determined. No further actions will be taken regarding this complaint. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "[physician] was performing deflux implant in adult vur patient. He had successfully implanted 2ml (2 x 1ml syringes) through the deflux needle. [Physician] attached a 3rd syringe, and as he was implanting, the base of the glass syringe snapped off. The affected syringe was placed to the side, and a fourth syringe was attached. This syringe also snapped at the base, and the glass from the syringe sliced open the lateral aspect of the surgeon's middle finger. The injury was approximately 1cm long. The surgeon was unable to complete the procedure due to the last two deflux syringes both snapping at the base. The patient did not experience an adverse event; it was an injury to the operating surgeon."

Event description:
It was reported that "[physician] was performing deflux implant in adult vur patient. He had successfully implanted 2ml (2 x 1ml syringes) through the deflux needle. [Physician] attached a 3rd syringe, and as he was implanting, the base of the glass syringe snapped off. The affected syringe was placed to the side, and a fourth syringe was attached. This syringe also snapped at the base, and the glass from the syringe sliced open the lateral aspect of the surgeon's middle finger. The injury was approximately 1cm long. The surgeon was unable to complete the procedure due to the last two deflux syringes both snapping at the base. The patient did not experience an adverse event; it was an injury to the operating surgeon."

Manufacturer narrative:
Qn#(B)(4).